Event description:
It was reported by the customer that the pyxis medstation es system door is not working. Customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple flex bar cables were disconnected and shelf clips broken / missing due to nurse abuse and the shelves being too closed together. A field service engineer, replaced broken clips and flex bar cable to resolve the issue. The system functioned as intended.